Manufacturer narrative:
Manufacturer investigation conclusion: a correlation between the device and the patient¿s expiration cannot be conclusively determined. Hospital policy prohibits the release of any additional information. No product available for investigation. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was expired and the device will not be returned. No further information was provided.